Manufacturer narrative:
No damages or defects were found with the device that would indicate the pod not delivering insulin as expected. An 0x6a occlusion alarm was noted in the pod's download data. This caused the pod to deactivate and stop the delivery of insulin. It could not be determined what caused the pod to alarm.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes. Chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient had very low glucose levels of 20 mg/dl. Patient was wearing the pod for 36 to 48 hours on the hip/buttocks. Patient did not want to go to the hospital because of covid-19 outbreak. The patient had the paramedics come to the house. Patient was treated with glucose gel by the paramedics.